Event description:
Related manufacturer reference number: 2017865-2019-06214, 2017865-2019-06554 . It was reported that the patient expired. The physician requested analysis on the device to clarify the cause of death. The cause of death is unknown. There was a change in patient condition prior to the death but it is unknown whether it was related to the device. The pacemaker was removed post mortem on the same date. The leads were removed as well.

Manufacturer narrative:
The lead was returned due to patient death. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found. All damage noted was consistent with procedural damage.